Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2021-00191 was sent in error. The fse confirmed that the leakage was non-biohazard liquid that leaked and was not under pressure, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported while using bd facscalibur¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that the unit is leaking from the waste tank. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontaminate/bleach? Yes. 7. Was the customer/ bd personnel physically in contact with the fluid? No. Additionally, the fse provided the following additional information: they don't use the waste tank. They bypassed it. The whole bench is flooding. The leakage is on the waste line / tubings. Customer requested fse to come and replace any parts if needed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscalibur¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that the unit is leaking from the waste tank. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontaminate/bleach? Yes. Was the customer/ bd personnel physically in contact with the fluid? No. Additionally, the fse provided the following additional information: they don't use the waste tank. They bypassed it. The whole bench is flooding. The leakage is on the waste line / tubings. Customer requested fse to come and replace any parts if needed.